Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert/notification settings issue occurred. The patient reported her blood sugar dropped and caused her to be hypoglycemic and lose consciousness. The patient reportedly did not see her blood sugar when it dropped. The estimated glucose value (egv) was not documented. The alarm was not heard and the patient was reportedly taken to the emergency department (ed) by unspecified means. The patient was not able to get her blood glucose meter (bgm) at that time. The hypoglycemia was treated with glucose via intravenous (IV). The length of stay in the ed was not documented; however, the patient was reportedly stable at the time of the call the same day. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.